Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 28 mg/dl. The customer was treated with glucose tablets. The customer stated that they had 2 low blood sugar events within the month and they were thinking that it is because of the pump. Customer was using insulin pump system within 48 hours of reported low bg event. Customer was in ER as a result of low bg and ems dispatched. The customer stated that she called to continue troubleshooting. Customer stated that he was seeing a flow of insulin, instead of drops. The patient was not disconnected during the rewind/prime sequence. The customer stated that reservoir is showing the same amount of insulin as shown on the status screen and customer reported programming was accurate. The customer reported that pump was not worn during a medical procedure/test around an MRI. The insulin pump will not be returned for analysis.